Manufacturer narrative:
Method: at this time the manufacturer is pending return of the device. A review of the device history records was conducted. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: when the sample is returned it will be evaluated and investigated and a follow-up report will be filed when the investigation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: fluorouracil 50 mg/ml diluted with dextrose. Fill volume: 92 ml. Flow rate: 2 ml/hr. Procedure: chemotherapy. Cathplace: IV - port. A fast flow was reported, pump was expected to flow for 46 hours but completed in 19 hours. The pharmacist believes that the infuser labeled with 2 ml/hr was in reality a 5 mg/hr product. The pt noticed the occurrence and went to the hospital to remove the infuser. Pt was given granulokine to compensate neutropenia. Date pump filled: (B)(6) 2013. Date infusion started: (B)(6) 2013 time was not provided. Date infusion ended: (B)(6) 2013 time was not provided.